Event description:
The patient reported right-side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification). Missing shell assessed as inconclusive. Pain: unable to observe as it is not related to the device. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d6a, d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The patient reported right-side rupture. The device has been explanted.

Event description:
The patient reported right side rupture. An ultrasound showed a right rupture. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.